Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown anterior locking cervical plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: shapiro, s.a., and snyder, w. (1997), spinal instrumentation with a low complication rate, surgical neurology, vol. 48(6), pages 566-574 (USA). The aim of this study is to present a report on 299 cases that have undergone spinal instrumentation placed exclusively by neurosurgeons with a very low complication rate. A total of 195 patients were treated with an anterior locking cervical plate (synthes). 146 patients underwent anterior cervical discectomy (acd) fusions, 31 patients underwent single-level vertebrectomies and 18 patients underwent multilevel vertebrectomies. The mean follow-up was 40 months (6-95 months). The following complications were reported as follows: a female patient who was obese, steroid-dependent, asthmatic with a c5 burst fracture with severe spinal cord injury exsanguinated at 4 weeks from a catastrophic gastric stress ulcer. Before her demise, her neurologic condition had improved significantly. A male patient, 3 weeks after surgery, while intoxicated from alcohol abuse, the patient fell while in a rigid collar, suffering a fracture of his banked fibula graft with 2 mm extrusion of the upper part of the plate and 3¿4 mm subluxation. He presented with radicular recurrence. He was revised to a combined anterior-banked fibula graft and a posterior locking plate fusion with autologous bone and was placed in a halo. Despite numerous patient-induced problems with the halo, the patient went on to arthrodesis and remained neurologically normal. A female patient had a two-level vertebrectomy with a locking plate and plasma screws presented at 8 weeks with fracturing of the lower screws, partial extrusion of the lower plate and graft, and dysphagia. She was revised and has done well. 1 patient, because of alcohol abuse when the plate fractured from a high-speed motor vehicle accident 6 months after surgery, and was subsequently removed with a good outcome. It was noted that the graft had fused. 1 patient had a two-level vertebrectomy done before the availability of plates longer than 60 mm. The author used a shorter plate with abnormal screw positioning that fractured out of the lower body, with recurrent neck and arm pain 2 days postoperatively. The patient was revised without instrumentation and did well. 1 patient had a two-level vertebrectomy in which a locking screw was inadvertently not placed and the screw backed out 2 days postoperatively. This required reoperation and was easily corrected. This is report 5 of 7 for (B)(4). This is for an anterior locking cervical plate (synthes). A copy of the literature article is being submitted with this medwatch.